Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that during preparation, the guide wire appeared to have an irregular texture and the polymer was noted to be peeling. Factors that may contribute to polymer peeling or an irregular texture include, but are not limited to, damage incurred during manufacturing, inadvertent damage during preparation, material properties, or the sterilization process. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate report numbers.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was wet; however, the device was noted to be deteriorating faster than usual like the coils were impacted by the liquid. The coating was noted to be pulling out [peeling]. Four (4) other guide wires were attempted to be used but had the same issue. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.